Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
It was reported that " staff are pulling off cable without holding the actual connection piece on both the sensor and cable. The tension on the cable is causing breakdown on the cable". The product would display values and then suddenly display no values. No error message or audible alarm was observed. No known impact or consequence to patient.